Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to be interrogated. The device casing was removed and a visual inspection of the internal components revealed no anomalies. In order to measure current usage, the battery was removed and an external power source was connected to the device. Internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded capacitor.

Event description:
Boston scientific received information that it was note possible to interrogate this cardiac resynchonization therapy pacemaker (crt-p). A new device was used. This device will be returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.